Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product-drill catalog#: 47-4301-031-00 lot#: 63254730, std glenoid catalog#: 98-0009-001-02 lot#:unk, stem catalog#: 00-4348-114-13 lot#: 62684066, pegged glenoid catalog#: 00-4302-052-56 lot#: 61689538. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient is indicated for a shoulder arthroplasty revision due to having an adverse reaction to the metal in the humeral head. A custom titanium head has been requested.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was due to a nickel allergy. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.